Event description:
Ous MDR. From 2007 on, sudden occurrence of signals that were detected as vf and reported to the hospital via hm. Event messages about detected vf stem for about 17 days. In total, 149 vf episodes were registered since then. However, due to their briefness, they did not lead to a therapy delivery by the ICD. After interpretation of the iegm, which was transmitted by hm, and interpretation of the iegm episodes stored in the ICD as part of the follow-up about 11 days later, the vf signals were assessed by the physician as non-intrinsic signals - due to the otherwise normal sinus rhythm of the patient, and during the explantation the stylet could only be advanced up to the second coil, but not beyond. Despite this anomaly, it was possible to completely unscrew the lead.

Manufacturer narrative:
Ous MDR. During the analysis, it could be noted that the inner insulation of the lead body was clearly damaged. In addition, damage to the rope conductor to the ring electrode could be shown. This damage manifestation is with high probability the cause of the complained-about oversensing. The observed damage manifestation requires the presence of excessive pressure on the lead body over a longer period of time. The position of the ligature and the characteristics of the damaged structure of the inner insulation allow the assumption of increased mechanical stress to the lead by the "subclavian crush syndrome" (i.e. Jamming of the lead body between clavicle and first rib in the implanted state). Diagnostic images of the mentioned body region were not available. The destructive analysis showed residues of coagulated blood in the inner conductor of the lead. Due to this, a stylet could not be completely inserted into the lumen of the lead. No injury to the outer insulation could be detected. The blood was probably introduced into the lumen of the lead by a stylet. The deformation of the rope conductors and the separated connector plug are probably results of the explantation. The analysis was unable to find any manufacturing error or material defect.